Event description:
It is reported the driver broke during the surgery. It was impossible to remove the tip of instrument from the implant, therefore it remains implanted in the patient.

Manufacturer narrative:
The polaris plug driver, 5.5 hf, item # 2000-9061, lot # zb140401 was returned for evaluation. A visual examination confirmed the reported event. Approximately 0.1195¿ of the tip is sheared off and the remaining portion of the tip is deformed in a clockwise manner consistent with excessive torque being applied to the device. A functional check of the returned item cannot be performed because the device is too damaged to engage a plug. Hardness testing as measured in the device history record (DHR) was within specification. The device was likely conforming when it left biomet control. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent when the device evaluation is complete.